Event description:
The ge oec 9800 fluoroscopy system had a reported instance of poor image quality.

Manufacturer narrative:
A ge oec service rep investigated the issue and could not duplicate the malfunction. The system was evaluated and found to be within specification for image tracking and resolution. The system was tested and found to be operating as intended, and was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue.